Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition. The noise was able to be reproduced with isometrics. On (B)(6) 2026, the physician elected to cap and replace the rv lead. The patient was stable following the procedure.